Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, it was reported that the cycler lost power when the power cord was inadvertently pulled from the electrical outlet. Tech support was contacted for assistance and instructed operator to perform manual rinseback. It was determined that rinseback could not be performed because the cartridge set was clotted due to elapsed time that the blood pump was off. The cartridge was discarded resulting in an estimated 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to rinseback not performed in a timely manner. There is no evidence of a device malfunction. The user's guide provides adequate instructions for rinseback and states that rinseback should be performed promptly in the event of a power failure. Nxstage reviewed the event with the patient's facility and they have provided additional training. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.